Event description:
Patient was implanted with a 2.4mm lrc 6x23 plate on the left side of the mandible on (B)(6) 2011. It is reported the patient was returned to the operating room on (B)(6) 2012 for removal of the plate due to breakage at the straight portion of the plate. Patient reported this occurred as he ate a tortilla. Surgeon reports plate was broken on the straight end of the plate and all screws were intact on the body and condylar aspects. Patient was revised to ti locking reconstruction plate construct and bone graft.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.